Event description:
It was reported through the results of a clinical trial that approximately five months and twenty four days post an index procedure using a drug-coated balloon catheter in the cephalic vein stenosis, the subject had an adverse event of cephalic vein stenosis and av access circuit re-intervention. Reportedly, the adverse event was not related to study device and procedure but definitely related to av access circuit. A standard pta was used in re-intervention on target lesion on cephalic vein with initial stenosis of 80% and final residual stenosis of 20%. Reportedly, the re-intervention was successful and no new access was created. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H6 (component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately five months and twenty-four days later post index procedure using a drug-coated balloon catheter in the cephalic vein stenosis, the subject had an adverse event of cephalic vein stenosis and av access circuit re-intervention. Reportedly the adverse event was not related to study device and procedure but definitely related to av access circuit. A standard pta was used in re-intervention on target lesion on cephalic vein with initial stenosis of 80% and final residual stenosis of 20%. Reportedly, the re-intervention was successful and no new access was created. The current status of the patient was unknown.